Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(6). Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ r 87 v infusion set had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Two samples received on site for investigation on unopened sample in blister and one decontaminated chamber with tubing attached to it. Unopened sample was tested and results are conformal. Chamber was visually inspected and crack on one side of the spigot was noticed, this was observed as leakage point. Ncr 061/2018 related to deviation memo for sap inspection plan exciding number of boxes per batch. No other ncr-s noted in DHR. All designated tests were conformal for this batch. Probable root cause for this issue is molding defect of the drip chamber where during molding one side of the spigot wall becomes thinner and weaker. During further assembly process of attaching spike to the chamber, this section becomes weaker and cracks/brakes. Cazin site receives this chamber assembled with spike and final assembly takes place by manually assembly process where tube is connected to the spigot/chamber. A CAPA was opened to identify and address the potential causes of the malfunction.

Event description:
It was reported that bd r 87 v infusion set had leakage. There was no report of exposure, serious injury or medical intervention.